Event description:
It was reported that during the procedure the subject coil was placed in the renal aneurysm but the microcatheter kicked back from the target site and deviated to the vessel. The operator decided to retrieve the subject coil and during the retrieval, the subject coil detached inside the microcatheter and got stretched. The subject coil remained in the microcatheter and was completely removed by pulling the subject coil. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu (except continuous flush was not set up and maintained throughout the clinical procedure), the tortuosity of the patient's anatomy was normal, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rotating hemostatic valve (rhv) was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, no torque was given where advancing the delivery wire, and the coil was advanced slowly and gently without applying excessive force. It was additionally noted that the reason the coil had to be retrieved from the aneurysm in the first place was that the microcatheter got kicked back from the target site and deviated to the vessel, and considering the safety of placing the coil, it was retrieved from the mass. In the case of this complaint, it is probable that lack of continuous flush contributed to the reported event. Per the dfu: "in order to achieve optimal performance of the detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the detachable coil". An assignable cause of use error will be assigned to this complaint since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during the procedure the subject coil was placed in the renal aneurysm but the microcatheter kicked back from the target site and deviated to the vessel. The operator decided to retrieve the subject coil and during the retrieval, the subject coil detached inside the microcatheter and got stretched. The subject coil remained in the microcatheter and was completely removed by pulling the subject coil. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.